Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic heart valve the patient experienced ventricular tachycardia, which converted to an intrinsic rhythm after two defibrillation therapies. The valve was implanted in a deep location, and moderate paravalvular leak (pvl) was observed by echocardiogram and angiogram. A second valve of the same model and size was implanted in a location eight millimeter (mm) higher than the original valve, and a post-implant dilatation was performed. E chocardiogram and angiogram results showed mild pvl. No further intervention or treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. The device history review and investigation is in progress. Once the review and investigation are complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of implant of the percutaneous aortic valve. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.